Event description:
On 6/19/06, nellcor puritan bennett received a report where it was claimed that the tip of an obturator broke off while in use on a pt. The report claims that upon removal of the obturator, the proximal tip came off and the surgeon could not remove it. The report indicates that replacement of the tube was required. No further info was provided.

Manufacturer narrative:
Investigation of this report is currently in progress.